Event description:
It was reported that the device sterility was compromised. An angiojet zelantedvt catheter was selected for use in a thrombectomy procedure. Upon opening the device pouch, it was noticed that the pouch was pierced. Another device was selected for use. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: returned product consisted of the zelante thrombectomy with the product pouch. Visual and microscopic inspection of the pouch found no damage. The pouch appears to have been open using the flap as intended. There is fluid inside the boot of the device. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that the device sterility was compromised. An angiojet zelantedvt catheter was selected for use in a thrombectomy procedure. Upon opening the device pouch, it was noticed that the pouch was pierced. Another device was selected for use. There were no patient complications.